Manufacturer narrative:
(B)(4).

Event description:
Reportedly, while running on a battery power, the ventilator shutdown with battery system failure. The ventilator gave a low battery alarm one minute prior to shutdown. Please note that there was no pt involvement. However, if it were to recur it would not allow enough time for a user to react.